Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter reported that the patient "passed out", and they "had a seizure and the pulse might show really high because of this". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.